Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens tore. The incision was enlarged to remove the lens and another was inserted. A suture was required to close the wound.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic was torn off and a piece of the lens optic edge was torn off and both were missing. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.